Event description:
In the process of deploying taxus stent, it was discovered that stent came off balloon. Fluoro views done of site, sheath, guide cath, coronaries, and aorta. Unable to locate stent. Four other stents placed to multiple lesions, never located "lost" stent. Pt still in house (pcu) as of this report.